Event description:
It was reported the touch keys did not work. It was also reported the device would not turn off. The device turned on intermittently for no reason. Possible contrast medium contamination. The device was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The keypad is intermittent (collapsed on key) and the device is contaminated. Upper and lower cases, high rate cover, control knobs, heart wire, contact block, battery drawer, battery latches, side bail covers, ring cover, heart lead block screw, four case screws, side bails, and high rate key panel are contaminated. Led (light emitting diode) flex is missing segments.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.